Event description:
(B)(6) registry. It was reported that coronary arteriosclerosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed. The target lesion 1 was located in proximal left anterior descending artery (lad) extending up to mid lad with 90% stenosis and was 36 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.75 mm x 24 mm overlapped on to 3.50 mm x 16 mm synergy stents system. Following this intervention, post dilation was performed with 0% of residual stenosis. Three days later, the subject was discharged on aspirin and ticagrelor. Two weeks and four days later, subject underwent staged procedure. The target lesion 1 was in proximal right coronary artery (rca) extending up to right posterior descending artery (r-pda) with 100% stenosis and was 106 mm long, with a reference vessel diameter of 3 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.25 mm x 32 mm overlapped on to 3.00 mm x 38 mm and 3.00 mm x 38 mm synergy stents system. Following this intervention, post dilation was performed with 0% of residual stenosis. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with coronary arteriosclerosis and was hospitalized on same day for further evaluation and treatment. Angiography without revascularization was performed. Two days later, the event was recovered and resolved. The subject was discharged on the same day on aspirin and ticagrelor. Furthermore, it was noted that "in-stent restenosis occurred in the experimental stent for both." It was further reported that in (B)(6) 2021, the subject was referred for coronary angiography which revealed 100% stenosis noted in the acute marginal artery (ac marg) extending up to ac marg was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0%. The rationale of intervention was angiographic finding without symptoms or objective signs of ischemia.

Event description:
(B)(6) registry. It was reported that coronary arteriosclerosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed. The target lesion 1 was located in proximal left anterior descending artery (lad) extending up to mid lad with 90% stenosis and was 36 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.75 mm x 24 mm overlapped on to 3.50 mm x 16 mm synergy stents system. Following this intervention, post dilation was performed with 0% of residual stenosis. Three days later, the subject was discharged on aspirin and ticagrelor. Two weeks and four days later, subject underwent staged procedure. The target lesion 1 was in proximal right coronary artery (rca) extending up to right posterior descending artery (r-pda) with 100% stenosis and was 106 mm long, with a reference vessel diameter of 3 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.25 mm x 32 mm overlapped on to 3.00 mm x 38 mm and 3.00 mm x 38 mm synergy stents system. Following this intervention, post dilation was performed with 0% of residual stenosis. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with coronary arteriosclerosis and was hospitalized on same day for further evaluation and treatment. Angiography without revascularization was performed. Two days later, the event was recovered and resolved. The subject was discharged on the same day on aspirin and ticagrelor. Furthermore, it was noted that "in-stent restenosis occurred in the experimental stent for both."